Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 320cc gel breast prosthesis suffered from an open incision site in her right breast. The right breast prosthesis is exposed. Additionally, the patient may have developed an infection in the right breast and there is pain in the exposed area. Lastly, there is rippling on the right breast. The issues were diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.